Event description:
Damage to the pump housing and usb port was reported by the caller, who was unaware of the specific event that caused the damage, attributing it to normal wear and tear. Although the damage did not affect the pump's charging ability, it compromised its watertight integrity. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on various steps, including putting the pump into storage mode, programming their pump settings into the replacement, and connecting their cgm. They were also advised to return the problematic pump to tandem within 10 days to avoid charges, and all instructions were acknowledged by the caller. Customer will continue to use current pump